Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. There was no reported impact to customer¿s blood glucose.